Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer recently had a blood glucose level of 423 mg/dl, which was treated with manual injections. Customer's father did not have the insulin pump available for troubleshooting. Caller also reported that the reservoir compartment was damaged. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self- test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and minor scratched display window.